Event description:
It was reported that during a follow up in clinic, an error message was noted when attempting to perform a manual capture threshold test. The device was re-interrogated and the manual capture threshold test was successfully performed. The patient was in stable condition.